Manufacturer narrative:
No product has been returned for evaluation nor were radiographs, photographs or CT images provided to confirm the alleged event. It is unknown if fusion has occurred. No torque device use identified. No patient injury reported. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s)..." "...failure to final-tighten the lock screws with the counter-torque and torque t-handle may result in rod not able to normalize to the tulip. All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set..." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..."

Event description:
On unknown date a patient underwent an oblique lumbar interbody fusion procedure at l5/s1 levels with posterior fixation using another manufacturer's interbody. Post-operative radiographs showed a screw back out at l5 level. On (B)(6) 2018, a revision procedure took place to replace the screw at l5. No patient injury reported.